Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately on (B)(6) 2026 after sensor insertion, the patient developed a skin reaction characterized by inflammation and swelling extending beyond the adhesive patch perimeter. The patient's spouse reported that the patient awoke with significant arm swelling. After contacting the patient¿s endocrinologist, they were advised to seek evaluation at the nearest emergency department. The patient presented to the hospital, at approximately 4:00 pm. During the evaluation, vital signs were assessed, including blood pressure and temperature, and a fingerstick blood glucose measurement was obtained, with a reported result of 247 mg/dl. The patient was diagnosed with a mild case of cellulitis and infection associated with an abscess at the insertion site. Treatment included a local anesthetic followed by incision and drainage (I&d) of the affected area. The abscess was successfully drained. The patient was prescribed keflex (cephalexin) 500 mg, to be taken every six hours for seven days. The patient was discharged from the emergency department at approximately 6:45 pm with instructions to follow up on (B)(6) 2026 to assess healing of the affected area. At the time of the report, the patient stated that the affected area remained sore. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).